Manufacturer narrative:
No system malfunction has been identified till now. Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation is completed. Ge healthcare's investigation is ongoing. A follow-up report will be submitted when the investigation is completed.

Event description:
A patient received a high radiation dose during an exam that was performed on (B)(6) 2021. Total exam dose was 7.3 gy. Patient did not have an injury following this.